Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. The IFU notes that if the aortic insufficiency is not addressed, the left ventricular assist device (lvad) will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a routine echocardiogram (echo) showed severe aortic insufficiency. The patient was referred to the structural heart team, who decided that a transcatheter aortic valve replacement (tavr) was warranted. The patient was admitted for an outpatient tavr on (B)(6) 2023. Following protamine infusion, the patient coded and required several rounds of advanced cardiac life support (acls) with return of spontaneous circulation (rosc). The tavr had migrated causing acute severe aortic insufficiency. The patient was emergently taken to the or with a sternotomy and aortic valve repair. The patient was discharged home in stable condition on (B)(6) 2023. There was no device malfunction.